Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient experienced uncomfortable and ineffective therapy. X-ray showed that there is a kink in the lead. Surgery may occur to address the issue.

Event description:
Additional information was received that surgery occurred to explant the lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.